Event description:
The clips were used during an unknown procedure. It was reported by the affiliate that when the surgeon was clipping the cystic duct with a absolok clip, the clip split into two at the curve of the clip. This happened during use of two clips from the batch. Additional information received on 04/24/97. It was stated by the affiliate that no more details were available.

Manufacturer narrative:
H2,3,6; g4: added additional info. D5; h4: info not available. H6; clip broken at apex. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based upon the info received and the visual examination, it was concluded that there was a clip returned that was broken at the appex. No testing could be performed due to the condition of the returned clip. No conclusion could be reached as to how the clip became broken. This is the first recent incident of this failure for this product code. This product code does not have the ce mark.